Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, the nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Through further investigation, it was determined that the root cause of this event was most likely due to patient related factors.

Event description:
It was reported that a patient with a 23mm 3000tfx aortic valve implanted for 9 year and 6 months, underwent a valve-in-valve procedure due to severe stenosis and trace to very mild regurgitation. Patient presented with chest tightness and dyspnea with exertion, and lower extremity edema. The procedure was performed with a 23mm 9750tfx transcatheter valve.

Manufacturer narrative:
There may be cases when a transcatheter intervention is indicated or performed. Although there are multiple root causes, valves are typically treated because they are not functioning optimally. The subject device is not available for evaluation, as it remains implanted in the patient. Based on the available information, a definitive root cause could not be determined. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If any new information is received, a supplemental report will be submitted accordingly.

Event description:
It was reported that a patient with a 23mm 3000tfx aortic valve implanted for 9 year and 5 months, is being evaluated for a valve-in-valve procedure due to unknown reasons. No other details were provided.